Event description:
It was reported that t:slim x2 pump battery would not charge reliably, requiring caller to hold cable in place or position pump carefully for charging to be recognized. There was no reported impact to the customer¿s blood glucose level. Customer tried charging pump on tandem wall adapter and cable for at least 30 minutes and then used a different charging cable, after which pump began charging and was working as intended.